Event description:
It was reported that during a da vinci si hysterectomy procedure, while the surgeon was using the monopolar curved scissors (mcs) instrument with the tip cover accessory installed, the surgeon observed an arc of energy near the end of the case and noticed a small burn near the rectum that could have been caused by the energy that arced through the tip cover accessory. She observed a small hole in the tip cover accessory. There was no clinical sales representative (csr) present during the case. The tip cover accessory was discarded.

Manufacturer narrative:
The mcs tip cover was discarded; therefore, the root cause of the customer reported failure mode cannot be determined. On (B)(4) 2013, the isi clinical sales representative (csr) was contacted. The csr indicated he was not present during the surgical procedure when the injury to the patient occurred, however, the surgeon indicated that the tip cover accessory appeared to have a hole on it. Csr indicated that the planned surgical procedure was completed; the patient was stable and she didn't suffer any additional complications as a result of this incident. The patient had been discharged from the hospital. Isi has made several attempts to obtain additional information regarding the reported event; however, no response has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.